Event description:
On (B)(6) 2009, stryker biotech received a report that a pt who received op-1 implant as part of a clavicle procedure experienced inflammation. The onset date of the inflammation was not provided. The initial report stated that the surgery had taken place 'a few years back'. Additional info has been requested.